Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately three years post-implantation, the patient presented with ongoing knee pain and difficulty walking due to a deep tissue infection. Subsequently, the patient underwent revision surgery where a loose tibial component was also revealed. Following revision surgery, the patient continued with ongoing antibiotic treatment for the infection. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: femoral component option size f right compatible with lps-flex prolong: catalog#00596401652, lot#63784946; stemmed nonaugmentable tibial component option cr/ps/lps size 5: catalog#00598604701, lot#j6994572. G2: foreign: united kingdom. Visual evaluation of the returned products found evidence of use (surgical debris and surface scratches) and pit and pock marks in the condyles. Device was measured in areas accessible with no bone cement residue and found to be conforming to manufacturing specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.